Event description:
It was reported via the sales rep, on behalf of the customer, that a revision took place after 18 months of the initial implantation due to micromotion between the head and the stem. He added that during the revision, the surgeon implanted an acolade stem and a ceramic head.

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.